Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR 2427108 - MDR 3003442380-2025-16146. The initial MDR with manufacturing report number (3003442380-2025-16146), was submitted on 12-nov-2025. Upon completion of the investigation, the manufacturing date was updated as 13-jul-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6007988, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007988 was manufactured according to the work instruction (wi) version 97 and packaging in the multivac 14, on 13-jul-2024, with a total of (B)(4) units. The sub-assembly, welding: the lot 4f05596 was manufactured according to the wi version 34 welding in the machine ls06 & ls07 on 05/jul/2024, with a total of (B)(4) units. The lot 4f05707 was manufactured according to the wi version 34 welding in the machine ls24 & ls25 on 06/jul/2024, with a total of (B)(4) units. The lot 4f05709 was manufactured according to the wi version 34 welding in the machine ls06 & ls07 on 12/jul/2024, with a total of (B)(4) units. The lot 4g00928 was manufactured according to the wi version 34 welding in the machine ls24 & ls25 on 12/jul/2024, with a total of (B)(4) units. The sub-assembly, gluing of connector: the lot 4f04518 was manufactured according to the wi version 64 in the gluing of connector in the line ft02, on 06/jul/2024, with a total of (B)(4) units. The lot 4g02785 was manufactured according to the wi version 64 in the gluing of connector in the line ft02, on 12/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4) event occurred in hong kong. It was reported that the patient faced infusion set tubing detachment on (B)(6) 2025. No further information available.

Manufacturer narrative:
E1 patient city: (B)(6) patient country: hong kong.